Event description:
It was reported that versacross rf wire was selected for pulmonary vein isolation procedure. It was mentioned that when the wire was inserted into the dilator, the rf wire got stuck and was not able to insert up to the mark, so the force were applied. When the rf wire was removed from the dilator, the tip of the rf wire seemed to be lifted. The rf wire was not inserted or retracted through a metal introducer needle nor the patient had any leads or mechanical hardware present. Thus the device was replaced with another same model device and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross rf wire was selected for pulmonary vein isolation procedure. It was mentioned that when the wire was inserted into the dilator, the rf wire got stuck and was not able to insert up to the mark, so the force were applied. When the rf wire was removed from the dilator, the tip of the rf wire seemed to be lifted. The rf wire was not inserted or retracted through a metal introducer needle nor the patient had any any leads or mechanical hardware present. Thus the device was replaced with another same model device and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and found to have its insulation flaring/bunching on proximal end. No damage to shaft/tip noted.. Finally, the device passed the dimensional test, as its shaft outer diameter seems near damage but within specification further along shaft. The reported allegation is confirmed based on the returned device. Correction to the initial MDR in block(s) premarket / 510(k) # (g4), in section g - all manufacturers.